Event description:
It was reported by a service report that the xprt mattress pendant was dark and not functioning. Service inspection of the foot box identified a pinched power in the bed frame. The power cord was frayed. No patient or user involvement. No adverse consequences have been reported. Event date was approximated.